Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was no findings. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Three attempts were performed to obtain additional information for microbiological testing and cleaning disinfection and sterilization (cds) processes, but no response was received from the customer.

Event description:
It was reported, the colonovideoscope had too many germs and a leakage occurred. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results were not shared the lm reviewed the customer provided the cds processes where the following deviation from instructions for use (IFU) was confirmed: when manual cleaning was not performed within 1 hour the procedure, pre-soaking was not performed. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.